Event description:
Event was reported to caldera medical by an atty. The patient has suffered chronic pelvic and vaginal area pain, painful intercourse, recurrence, naturally resulting, sequelae, and stress urinary incontinence. No further info has been provided.